Event description:
When changing the inline catheter, the fitting from the catheter to the patient y-connection was loose and did not stay. The {micu} patient is very critically ill requiring aggressive ventilator settings, and induced coma to maintain his oxygenation. The loose connection caused him to derecruit which caused a significant drop in his oxygenation. The connector supplied with the catheter by our institution was used to avoid continued insult to the patient. The manufacturer of the device has been aware of the fact that it is not keeping with the accepted universal measurements that have been agreed upon by international manufacturing standards.